Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's five to six infusion sets fell off during use. The infusion set was used for approximately a day and a half per issue. Also, the area of insertion cleaned and air-dried. No further information was available

Manufacturer narrative:
Initial and final MDR 1876096-MDR 3003442380-2024-05164-device 3 of 6.